Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction where "channel b is contaminated" was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to corrosion on the channel b pump head module. The channel b pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative reported a colleague infusion pump with a contaminated channel b. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "medical intensive care unit" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.